Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was being implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the manufacturer representative (rep) was getting high impedances during an ins placement. The caller indicated that the patient did a stage 2 trial and when the lead had been placed, the impedances were normal; the lead had been placed prior to that day of the call and they were placing a 3058. Prior to calling, it was noted the caller indicated that the health care professional (hcp) removed the lead and reinserted it in the header block. The caller also increased amplitude (amp) and pulse width (pw) to 1.5 volts (v) and 240 us and again the amp to 2.0 v but that did not resolve the issue. Technical services (tss) had the caller run the impedance at 3.0v and 210us. The ins was noted to have been in the pocket and the caller provided the following impedance values: ref 0 c 256ohms 1, 2 and 3 were >4000ohms, ref 1 showed c 0 2 and 3 were >4000ohms. Tss had the caller run the impedance again and 3.0v and 90us0 c 228ohms all other values were >4000 ohms. It was also noted that the caller indicated that they had the ins in a tyrx pouch.  The caller then activated program 1 with electrode 0 and 3 active. The caller then increased the intensity to 3.5v and got no bellows. The caller then created a program with c+ and 0- and they were getting bellows at 0.7v. The caller then created a program with c+ and 1- and got no motor response at 3.0v. Tss had the caller add cycling 3 seconds on and 3 seconds off and they were seeing motor response on the program with c+ 0-. With cycling 3 seconds on and 3 seconds off, they were not seeing motor response on the program with c+ 1- at 3v. With cycling 3 seconds on and 3 seconds off, they were not seeing motor response on the program with c+ 2- at 3v. The hcp then removed the lead and dried the lead. The caller stated that the lead looked good. The hcp indicated that they had some difficulty removing the lead from the head ER. As the hcp attempted to reinsert the lead they confirmed that they could see the blue tip of the lead in the back of the 3058 header block. The rep then attempted to rerun impedances and confirmed that they got all normal values/green indicators on the impedance test results. There were no symptoms reported and the troubleshooting steps that were taken on the call resolved the issue. Additional information received from a manufacturer representative (rep) the rep reported that cause of the high impedance during the ins placement determined. The most likely cause was reported as lead not entirely seated initially. The cause of the difficulty removing the lead from the header while trying to troubleshoot the high impedance during the procedure was determined. The resident didn¿t have the torch wrench securely in the screw head. The hcp was notified of the event.